Event description:
It was reported to philips that the system displayed the message: image disk free space low or full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned after deleting old images. The philips remote service engineer (rse) connected with the customer and confirmed that although many patient's images were deleted, only few new images could be saved. The philips field service engineer (fse) performed the database consistency test and verified the host- and image processing (ip)-pc connection. The fse solved the issue by performing the re-creating image store procedure. After this service action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.